Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe etching was no longer legible which creates the potential for the device to be activated unintentionally. Additionally, it was discovered that the location tab on the slip ring was broken off. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe etching was no longer legible which creates the potential for the device to be activated unintentionally. Additionally, it was discovered that the location tab on the slip ring was broken off. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.